Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual examination revealed the device was extremely worn. Visual examination revealed that the inner shaft/actuator was completely broken at the distal end just before it connects to the eyelet latch, confirming this complaint. This failure can be attributed to field wear and tear. The lot number of this reusable device indicates it is about thirteen years old and has likely seen heavy use in the field. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the rod underneath the handle of the customer¿s penetrating grasper straight broke in the middle of the device during a rotator cuff repair surgical procedure. The case was completed using a backup device. The sale rep confirmed that the device didn¿t break in patient. There were no adverse patient consequences or delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.